Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cord and connection part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited universal cord end corroded and the connection between the universal cord assembly and the insertion tube is severely rusted. There was no patient involvement.